Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. External inspection was performed and passed. Performed continuity test between power entry module (pem) ground and door post and resistance range was from 0.003 to 0.006 ohm. Device failed the homechoice return instrument test/evaluation (rite) electrical test due to failed ground bond verification measurement: 99.000 ohm (low limit: 0.001 high limit: 0.100). The assignable cause for the ground bond failure was undetermined: pal evaluated the device and found no failure or malfunction that could have caused or contributed to the rite failure. No other additional defects or use errors were found during the evaluation. The device was subsequently forwarded to service. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.